Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal gablofen (concentration 1000mcg/ml and 500mcg/ml; dose 278mcg/day) via an implantable infusion pump. The patient also took unspecified oral medications. Patient history included intractable spasticity. Since (B)(6) 2015 the patient felt sleepy, fuzzy, had swollen eyes, was lightheaded, constantly felt sick, and had headaches. The onset of the symptoms was gradual. The patient's legs were really and it was hard for the patient to stand up straight. The patient was afraid something bad was going to happen to her based on the symptoms. The patient had a pump refill on (B)(6) 2015 at which time the concentration of gablofen was changed from 1000mcg/ml to 500mcg/ml and the dose remained the same at 278mcg/day. The symptoms occurred with both concentrations. The patient was in the emergency room (ER) on (B)(6) 2015. The patient had a computed tomography (CT) scan and electrocardiogram (EKG) taken and everything was ok. The patient saw a neurologist on (B)(6) 2015 who ordered magnetic resonance imaging (MRI) of the lumbar spine to confirm if the catheter was connected correctly, to check for inflammation, and to do a lumbar puncture (lp). The patient felt the issue was at the location of the catheter tip. The patient was to follow up with the healthcare provider (hcp) to report the symptoms and review the neurologist's recommendations. Patient outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.